Manufacturer narrative:
Qn# (B)(4). The customer did not return a complaint sample; however, they supplied a photo for evaluation. The photo displayed three cvc extension lines in a plastic bag. The distal lumen appeared to be taped. A full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user , "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the extension line of luer-lock connection (brown head) leaks.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the extension line of luer-lock connection (brown head) leaks.